Event description:
A distributor reported that a tandem pump experienced an altitude alarm 21, which suspended the customer's insulin delivery. The customer's blood glucose levels remained within the range of 54-500mg/dl, with no adverse impact reported. Technical support instructed the customer to clean the speaker holes and to reconnect the cartridge, which temporarily resolved the issue, but the alarm recurred. A new cartridge did not resolve the problem, so technical support arranged for a pump and cartridge replacement. The customer, lacking backup therapy, was advised to contact their healthcare provider and to return the faulty pump to tandem.